Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to dislodgement caused by slack in the lead pulling back. This lead remains in service. No additional adverse patient effects were reported.